Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon review of the electrocardiograms, noise was inhibiting pacing, and non-sustained ventricular tachycardia episode due to myopotential oversensing was observed on the implantable cardioverter defibrillator. An abrupt drop in r-wave amplitude in february of 2018 was noted. The device was reprogrammed. The patient would continue to be monitored.